Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 512 mg/dl. Customer is treating blood glucose levels and declined further troubleshooting. Customer's blood glucose level was 478 mg/dl at time of reporting due to the customer eating. Nothing further reported.